Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested, and the following was obtained: can you please provide further detail as to the extract of the linx band? Did the explant procedure take place? If yes, on what date was the band explanted? Do you have the linx product code (model number), lot number and serial number (if applicable)? What was the reason for removal of the linx device (e.g. No issue - patient requested removal, ongoing dysphagia, ongoing gerd symptoms, etc.)? If dysphagia, how severe was the dysphagia/odynophagia before intervention (mild, moderate or severe)? Did the dysphagia improve after the device was implanted initially? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? When was the linx device implanted? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Was the device found in the correct position/geometry at the time of removal? Was a new linx placed after this one was removed? Response: the device implanted in 2007 I believe by dr (B)(6) and dr (B)(6). Apparently presented to dr (B)(6) with recurrent reflux symptoms. He did a videoesophagram which apparently showed no obvious problem. He then reoperated on the patient and at the reoperation after opening the capsule he said that the linkage wires appeared to just fall apart. Whenever he tried to grip another link wire it also fell apart. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please send a copy of the video to (B)(4)? Was cautery or harmonic scalpel used in this procedure?

Event description:
It was reported that a linx explant took place. No further information provided. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Sent: 12/14/2018. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Microscopic analysis of the broken wires revealed characteristics of wires affected by cautery equipment consistent with tooling and movements used as part of an explant procedure. One of the wires showed an extensive amount of tooling marks, and had characteristics of a cold-worked device, consistent with movements used as a part of the explant procedure. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown, therefore the device history record could not be reviewed.